Event description:
Uomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 3 infusion set leaking at the stie due to which hyperglycemia occurs within 1 day of use. The blood glucose level was 260 mg/dl.. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1913976 - MDR 3003442380-2024-14753- device 2 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-14753. Correction: this MDR is being submitted to correct the submitted model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6002636 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002636 was manufactured according to the document version 106 manufactured in the line a 2, on 13/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4)- MDR 3003442380-2024-14753: additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6002636 have already been previously tested in the (B)(4) on 29/jan/2025. Flow test was performed. All test results were within specifications. And additional tests for the reference samples were documented for the malfunction "leakage from infusion site (specific cause not identified)", visual inspection was performed under section 6.16 and leak test was performed under section 6.2. All results were found within specifications as per the test report database (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the line (B)(4), on 13/aug/2023, with a total of 29,400 units. Test 6 other :1 sample with contamination. According to the extended sampling has been accepted. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Failure is not related to the malfunction reported in this complaint. Trending: a query was run in database on 31/jan/2025 against malfunction code "leakage from infusion site (specific cause not identified)" and lot 6002636 and no other complaint has been registered in database for the same lot 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, non-conformance (nc) raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.